Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: gs pgvl video monitor; catalog: 0231-0003; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using an gs pgvl video monitor with baton 3-4, the video cuts in and out when the cabled was wiggled near the scope no back-up device was reportedly used. An unknown delay in the procedure was noted. No harm to patient or user was reported.